Manufacturer narrative:
The affected product has been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the device is broken/damaged. No patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced bezel assembly with broken wire harness. Lvp keypad recall completed. Replaced u4 led on display board assembly for segment dim. A review of the device history record for sn15296829 was performed from date of manufacture 08/14/2018 to present date 12/30/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported the device is broken/damaged. No patient involvement